Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that new orders were crossing correctly. A technical support specialist (tss) performed live testing and confirmed that new orders were being received on time. However, customer reported that delays typically occurred during late evening and early morning hours. Based on the findings, the delay was determined not to be on the system side, and the customer was advised to follow up with direct medication prescription for further investigation. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, orders were delayed by approximately 20 minutes in reaching myqlink after creation since the previous day. User also mentioned that the site was using the digital rx interface, and an investigation was requested for the integration delay. However, there were no delays or adverse events or injuries reported based on this event.